Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a vented paclitaxel set leaked normal saline during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. There was a hole on tubing near to the joint with chamber. Gravity test was performed with liquid flowing out through a small hole on the drip chamber. The reported condition was verified. The cause of the condition was determined to be due to manufacturing issue. To address this issue, the supplier of the component has been notified of the condition. Should additional relevant information become available, a supplemental report will be submitted.